Manufacturer narrative:
Returned device was received in decent physical condition. The top case was found to be counterfeit and the right plunger case was damaged. Evidence of reported problem in event log was found. During the evaluation of the device, the main board was found to be not seated properly into the extrusion. This was found to be the cause of the customer's reported issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump's motor was not running constantly during priming or regular delivery. There was no reported adverse events.